Manufacturer narrative:
Additional information d10, h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a uv titanium spike separated from the main body. The reported issue was verified. The direct cause was determined to be due to an inadequate solvent bond during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had a broken twist clamp. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.